Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device was observed to have a damaged shell. Device was able to obtain measurements with all the enabled parameters. The device passed simulation tests and no product performance issue identified related to spo2 and pulse rate. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device has damage to the front case and shows low readings. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(4).

Event description:
The customer reported the device has damage to the front case and shows low readings. No patient impact or consequences were reported.